Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Other UDI: (B)(4) lot unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported: titanium (ti) nut 11mm width across flats (part # 498.003, lot # unknown, quantity # 10); titanium (ti) collar with grooves (part # 498.011, lot # unknown, quantity # 10); titanium (ti) snap-on transconnector 38mm-47mm for 5.5mm/6.0mm rods(part # 04.633.338, lot # unknown, quantity # 2); 5.0mm titanium (ti) dual core uss screw 40mm thread length for 6.0mm rods (part # 04.602.540, lot # unknown, quantity # 1); 5.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.545, lot # unknown, quantity # 5) 5.0mm titanium (ti) dual core uss screw 50mm thread length for 6.0mm rods (part # 04.602.550, lot # unknown, quantity # 1); thread length for 6.0mm rods 50mm thread length for 6.0mm rods (part # 04.602.650, lot # unknown, quantity # 1); 6.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.645, lot # unknown, quantity # 1); loseal hemostatic matrix (part # 1501824, lot # ha100916, quantity # 1); gelfoam plus hemostasis kit (part # 1501341, lot # ha101057, quantity # 1); chronos granules-medium 1.4-2.8mm/20cc-sterile (part # 710.021.99s, lot # 2632278, quantity # 1); chronos beta-tcp strip 100mm x 25mm x 3mm-sterile (part # 07.801.101.99s, lot # n999203 quantity # 1); musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1); musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1); rod connectors (part # unknown, lot # unknown, quantity # unknown); rods (part # unknown, lot # unknown, quantity # 2); uss dual core screws (t5, t6 and t7) (part # unknown, lot # unknown, quantity # unknown). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2017 due to two broken rods (6.0mm titanium (ti) hard rod 200mm). The rods broke post-operatively above the t12 screws below the transconnector on an unknown date. The surgeon decided to remove all hardware and replace it with a competitive system. No surgical delay. The devices were removed easily intact and the procedure was completed successfully. Treatment was less than desirable due to the broken rods. The patient was initially implanted with the universal spinal system (uss) t9-l2 on (B)(6) 2011. It is unknown if screws were placed at every level. Subsequently, a surgeon had performed a revision on (B)(6) 2011 due to a motor vehicle accident in which the patient suffered a compression fracture at an unknown level but above the uss hardware at t9. There was no hardware malfunction at this time. The surgeon connected onto the existing uss construct l2-t9 up to t5 with unknown universal spinal system dual core (uss). T9 screws were removed so unknown end-to-end rod connectors could be attached to the existing rods. New unknown rods were then added from the connectors at t9 up to t5. An unknown amount of unknown uss dual core screws were added at t5, t6 and t7. No surgical delay. The devices were removed easily intact and the procedure was completed successfully. This complaint involves two (2) devices. Concomitant devices reported: titanium (ti) nut 11mm width across flats (part # 498.003, lot # unknown, quantity # 10), titanium (ti) collar with grooves (part # 498.011, lot # unknown, quantity # 10), titanium (ti) snap-on transconnector 38mm-47mm for 5.5mm/6.0mm rods(part # 04.633.338, lot # unknown, quantity # 2), 5.0mm titanium (ti) dual core uss screw 40mm thread length for 6.0mm rods (part # 04.602.540, lot # unknown, quantity # 1), 5.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.545, lot # unknown, quantity # 5), 5.0mm titanium (ti) dual core uss screw 50mm thread length for 6.0mm rods (part # 04.602.550, lot # unknown, quantity # 1), thread length for 6.0mm rods 50mm thread length for 6.0mm rods (part # 04.602.650, lot # unknown, quantity # 1), 6.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.645, lot # unknown, quantity # 1), floseal hemostatic matrix (part # 1501824, lot # ha100916, quantity # 1), gelfoam plus hemostasis kit (part # 1501341, lot # ha101057, quantity # 1), chronos granules-medium 1.4-2.8mm/20cc-sterile (part # 710.021.99s, lot # 2632278, quantity # 1), chronos beta-tcp strip 100mm x 25mm x 3mm-sterile (part # 07.801.101.99s, lot # n999203 quantity # 1), musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1), musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1), rod connectors (part # unknown, lot # unknown, quantity # unknown), rods (part # unknown, lot # unknown, quantity # 2), uss dual core screws (t5, t6 and t7) (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional device product codes: mni, kwp, kwq, nkb. Corrected data: patient¿s age is provided for reporting. Reported in initial medwatch. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.